Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 5608062 implanted port allegedly experienced a failure to infuse. This information was received from various sources. Of the two malfunctions one involved a patient with patient no reported patient injury. One patient was 51 years old and the age of the other patient was not provided. The patients' weight ranged from 126 to 211 lbs. Both patients were female.

Manufacturer narrative:
H10: the lot numbers for the two malfunctions were provided and lot history reviews were performed. Of the two reported malfunctions, one device was returned to bd for evaluation. The investigation confirmed for the reported inability to infuse. The other malfunction is inconclusive since no objective evidence was provided for review. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: b5, h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the two reported malfunctions, one of the devices was returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 5608062 implanted port allegedly experienced a failure to infuse. This information was received from various sources. Of the two malfunctions one involved a patient with patient no reported patient injury. One patient was 51 years old and other patient age was not provided. The patients weighed from 126 to 211 lbs. Both patients were female.